Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient took a deep breath during valve deployment, and the valve was implanted too high and severe paravalvular leak was noted. The valve was observed to be too aortic and asymmetrical in annulus, so it was decided to implant a second sapien 3 ultra valve with + 2 ml of volume with good results. There was no patient injury and no further complications.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to section h6. The valve was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the deployed thv tilted within the native annulus, and one side at inflow was too aortic respectively to the base of cusp. The complaint for valve malposition was confirmed based on the provided imagery, the complaint for paravalvular leak' was unable to be confirmed. A review of complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, ''during procedure, the patient took a deep breath at the moment of deployment and accordingly, the valve was implanted too high-massive pvl and too aortic and asymmetrical in annulus''. Per imagery review, the deployed thv tilted within the native annulus, and one side was almost toward aortic position. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The deep breathing took by the patient during deployment, which could lead to loss capture during rapid pacing resulting in delivery system movement; subsequently, the thv was deployed or landed too aortic. As such, available information suggests that patient factors (patient's deep breathing) and/or procedural factors (loss capture of pacing) may have contributed to the complaint event. Due to the thv malpositioned (too aortic), the valve could not seal against the native annulus resulting in paravalvular leak. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.